Event description:
A medtronic rep reported a 4.5 cannulated tap that had bone stuck inside. There was no pt present.

Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issued. Medtronic investigation found that the returned device was not cleaned properly and there was bone material blocking the inner cannula of the tap. Replacement part shipped on (B)(6) 2011.